Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received via social media that the patient was having a spine infection.